Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -14.00/+4.50/083 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The patient experienced a refractive surprise and the lens was repositioned on (B)(6) 2019. The patients vision was improved to 20/20 and the problem was resolved. The lens remains implanted.